Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Kumar, a., dmytriw, a. A., salem, m. M., kuhn, a. L., phan, k., bharatha, a., ¿ marotta, t. R. (2020). Reconstructive vs deconstructive endovascular approach to intradural vertebral artery aneurysms: a multicenter cohort study. Neurosurgery. Doi: 10.1093/neuros/nyaa005 medtronic literature review found reports of patient complications after pipeline placement. The purpose of this article was to compare the long term clinical outcomes of intradural vertebral artery aneurysms after parent vessel sacrifice vs. Flow diverter (pipeline.) The authors reviewed the results of 31 of the patients underwent pipeline placement to treat vertebral artery aneurysms. The average age was 53 years; 17 of the patients were female. The article notes the following complications: - 1 death.